Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 482 mg/dl at the time of the incident. Customer's current blood glucose is 439 mg/dl. Customer reported the following symptoms related to her high blood glucose: tightness in the chest and using the restroom more often. Customer was advised that their symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer has manual injections but has only treated with the pump so far. Troubleshooting was performed and the customer did not have a tubing clamp. Customer will be shipped a tubing clamp and was advised to call back to continue troubleshooting. Customer's settings and programming were found to be accurate.